Event description:
It was reported that a power source alert 07 occurred. There was no reported impact to the customer¿s blood glucose level. The customer resolved the issue by using the tandem charging cable and wall adapter, and the pump began charging after being plugged into a working outlet for at least 30 minutes. No further assistance was required.